Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was unable to seat the wrench kit properly and envisage the torque wrench. A second wrench was attempted however was unsuccessful. The device was removed and replaced. No complications occurred before, during, or after the procedure.